Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qamjmr and no non-conformance's related to the reported complaint condition were identified. Investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that a needle-suture piece and a suture piece of product code sxpp1a403 were received for evaluation, the swage and attachment area was noted to be as expected. The needle was noted with marks and the suture present body fluids and tissue along the strand. The barbs present damaged, deformation and any are missing, and the end was observed cut and crushed possibly from a surgical instrument. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2021 and a barbed suture was used on the uterus. During the procedure, the one suture broke 4 times. A different suture was used to complete the procedure, there were no adverse patient consequences reported. No additional information could be provided .